Event description:
Lar. Ralc45 dlu was placed on rectum to create a rectal stump and was fired and removed. The tissue that is placed in the dlu was neither cut nor stapled. This area was within the retention pin at the time of firing. Surgeon over-sewed with sutures. A leak developed on the opposite end of the staple line. Anastomosis was intact but the leak was present. Sutures were place to correct the leak.